Manufacturer narrative:
We have not received the complaint devices for evaluation. Hence, we could not conclusively determine the root cause of the incident. During the follow-up investigation, we were informed that the catheters were used for a vessel occlusion and the balloons ruptured immediately. Based on the reported incident, it is likely that the balloons came in contact with the calcified region of the vessel as they were used during a thrombo-endarterectomy procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints from other customers of a similar nature for devices from this lot. Please note that we have also reported manufacturer incident report# 1220948-2022-00061, 1220948-2022-00062 and 1220948-2022-00063 relating to other three cases of balloon rupture with pruitt occlusion catheters that occurred during this same case.

Event description:
The balloons of the four pruitt occlusion catheters ruptured during a tea procedure in a patient. There was no harm to the patient because of this incident. This is report 1 of 4.